Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of unknown. Customer's nurse reported other blood glucose values were over 600 mg/dl, 585 mg/dl and 330 mg/dl. The customer's nurse did not provide details regarding symptoms of their high blood glucose episodes. The insulin pump will not be returned for analysis.